Event description:
It was reported that a patient with primary osteoporosis underwent a balloon kyphoplasty surgery to treat a compression fracture and during the procedure, the balloon ruptured. Balloon pressure was at 100psi and 1-2cc volume at the time of rupture. The balloon was being used in accordance with manufacturer recommendations and FDA labeling. No patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.